Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "pain", "discomfort" and "inflammation" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient was involved in a motor vehicle accident and has since felt pain at their ins site and left side of their back. The patient also reported a return of symptoms since the accident. The patient did go to the emergency department a few hours after the accident for evaluation. The patient did get some x-rays and medication, but they wanted to make sure their device was okay. The patient felt their device was causing more discomfort and said they just want it out. The patient's symptoms were doing amazing before the accident. The patient's stimulation has been off since the accident, but the patient did not report turning it off. When the clinical specialist connected with the patient, they did feel the stimulation and all sensory response was felt vaginally during programming. The impedances were normal and green with no issue. The clinical specialist did check the patient's stimulation and readjusted to base amplitude. The patient seems touchy and sensitive to stimulation, but otherwise, the patient's system looks great. The patient seemed irritated and sensitive to the car accident. There are plans to follow up with the patient and see how their symptoms are responding from the stimulation being turned back on and the adjusted base amplitude. The x-rays do not show significant migration or movement of the lead per nurse practitioner review. With the changes in base amplitude may likely have some micro movement of the lead as they were able to lower the stimulation. The patient felt better getting all this checked out. The nurse practitioner gave the patient oral steroids and a lidocaine patch over the ins site to try to calm down the pain and inflammation. The patient had a follow-up, and they said they are doing better. The patient was complaining of multiple musculoskeletal issues, but things are better overall. The patient is still using lidocaine patches over their ins site and that has helped calm things down.

Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006, UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient was involved in a motor vehicle accident and has since felt pain at their ins site and left side of their back. The patient also reported a return of symptoms since the accident. The patient did go to the emergency department a few hours after the accident for evaluation. The patient did get some x-rays and medication, but they wanted to make sure their device was okay. The patient felt their device was causing more discomfort and said they just want it out. The patient's symptoms were doing amazing before the accident. The patient's stimulation has been off since the accident, but the patient did not report turning it off. When the clinical specialist connected with the patient, they did feel the stimulation and all sensory response was felt vaginally during programming. The impedances were normal and green with no issue. The clinical specialist did check the patient's stimulation and readjusted to base amplitude. The patient seems touchy and sensitive to stimulation, but otherwise, the patient's system looks great. The patient seemed irritated and sensitive to the car accident. There are plans to follow up with the patient and see how their symptoms are responding from the stimulation being turned back on and the adjusted base amplitude. The x-rays do not show significant migration or movement of the lead per nurse practitioner review. With the changes in base amplitude may likely have some micro movement of the lead as they were able to lower the stimulation. The patient felt better getting all this checked out. The nurse practitioner gave the patient oral steroids and a lidocaine patch over the ins site to try to calm down the pain and inflammation. The patient had a follow-up, and they said they are doing better. The patient was complaining of multiple musculoskeletal issues, but things are better overall. The patient is still using lidocaine patches over their ins site and that has helped calm things down.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient was involved in a motor vehicle accident and has since felt pain at their ins site and left side of their back. The patient also reported a return of symptoms since the accident. The patient did go to the emergency department a few hours after the accident for evaluation. The patient did get some x-rays and medication, but they wanted to make sure their device was okay. The patient felt their device was causing more discomfort and said they just want it out. The patient's symptoms were doing amazing before the accident. The patient's stimulation has been off since the accident, but the patient did not report turning it off. When the clinical specialist connected with the patient, they did feel the stimulation and all sensory response was felt vaginally during programming. The impedances were normal and green with no issue. The clinical specialist did check the patient's stimulation and readjusted to base amplitude. The patient seems touchy and sensitive to stimulation, but otherwise, the patient's system looks great. The patient seemed irritated and sensitive to the car accident. There are plans to follow up with the patient and see how their symptoms are responding from the stimulation being turned back on and the adjusted base amplitude. The x-rays do not show significant migration or movement of the lead per nurse practitioner review. With the changes in base amplitude may likely have some micro movement of the lead as they were able to lower the stimulation. The patient felt better getting all this checked out. The nurse practitioner gave the patient oral steroids and a lidocaine patch over the ins site to try to calm down the pain and inflammation. The patient had a follow-up, and they said they are doing better. The patient was complaining of multiple musculoskeletal issues, but things are better overall. The patient is still using lidocaine patches over their ins site and that has helped calm things down.